Manufacturer narrative:
H3, h6: the device intended to be used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the product and reported event, or determine a root cause. A probable root cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. No lot/serial number has been provided, therefore a review of device history is not possible. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there is no stickiness on the dressing area of two (2) opsite flexifix gentle2.5cmx5m, two (2) opsite flexifix gentle 5cmx5m and two (2) opsite flexifix gentle 10cmx5m. The stickiness stays with the section that gets peeled off and tossed. As this was noticed in a non-surgical environment, there was not any patient involved.